Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 7 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was admitted to the hospital due to ventricular tachycardia for which the patient received high voltage therapy from their implanted cardioverter defibrillator. Unspecified clinical signs of hemolysis were noted and device thrombosis was suspected. The patient was treated with heparin and dipyridamole. The patient's inr goal was 2-3, however, the specific inr value at the time of the event was not provided. The patient was elevated on the transplant list due to hemolysis and received a heart transplant on (B)(6) 2015.

Manufacturer narrative:
The explanted pump was returned for evaluation. The evaluation of the pump did not confirm the report of suspected thrombus. A direct correlation between the device and the reported hemolysis symptoms could not be confirmed. Examination of the sealed inflow conduit and sealed outflow graft did not reveal any deposition or thrombus formation. Examination of the returned pump did not reveal any deposition or thrombus formation on the smooth or textured blood-contacting surfaces. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process, and the pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.